Manufacturer narrative:
The alinity I processing module, serial # (B)(6) was involved with imprecise alinity I b12 results. The customer performed analyzer troubleshooting. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with imprecise alinity I b12 results. A review of tracking and trending did not identify an increase in complaint activity for the alinity I processing module with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the alinity I processing module as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the alinity I processing module, serial # (B)(6).

Event description:
The customer reported imprecise alinity I b12 generated from alinity I processing module. The customer reported that this included both patient results and qc. The customer provided the following data: sample ID (B)(6) initial result was 298 and repeat result was 215 pmol/l (approximate shift of 38.6%). Sample ID (B)(6) initial result was 332 and repeat result was 220 pmol/l (approximate shift of 50.9%). Customer reference range is 138-652 pmol/l. There was no reported impact to patient management.

Event description:
The customer reported imprecise alinity I b12 generated from alinity I processing module. The customer reported that this included both patient results and qc. The customer provided the following data: sample ID (B)(6) initial result was 298 and repeat result was 215 pmol/l (approximate shift of 38.6%). Sample ID (B)(6) initial result was 332 and repeat result was 220 pmol/l (approximate shift of 50.9%) customer reference range is 138-652 pmol/l there was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete list of sample ID's are (B)(6).